Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. The first two rows of proximal struts were damaged with one proximal strut flared. There was contrast and blood visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At an unspecified time during the procedure, a 12x2.5mm taxus liberte stent became damaged. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At an unspecified time during the procedure, a 12x2.5mm taxus liberte stent became damaged. No patient complications were reported and the patient's status is ok.